Event description:
It was reported that this pacemaker was unable to be interrogated with a programmer and a wand. At this time, this pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was unable to be interrogated with a programmer and a wand. Additional information was received which indicated that this pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was unable to be interrogated with a programmer and a wand. At this time, this pacemaker remains in service. No adverse patient effects were reported. Additional information was received which indicated that this pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher-than-normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations pbd and other clinical observations.